Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. The controller event log file revealed that a backup battery fault alarm is captured from (B)(6) 2025 at 11:52:51 to (B)(6) 2025 at 10:23:14. The alarms were associated with the backup battery not passing the load test. Backup battery not installed alarms are captured on (B)(6) 2025, 10:23:17 - 10:32:23. This is consistent with the reported backup battery exchange. The driveline was disconnected at 10:32:23, consistent with the reported controller exchange. No other notable events were recorded in the reported event dates. The system controller (serial number (B)(6)) was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was initiated in order to further investigate backup battery fault alarms on the system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with backup battery faults alarms and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation when an emergency backup battery (ebb) fault event was recorded. The ebb was replaced, but the alarm persisted. The system controller was then exchanged. The log files captured the ebb fault event on 12nov2025 at 11:52:51. This event appears to have occurred after the system controller attempted a load test.